Manufacturer narrative:
MDR-3009897021-2020-00861 submitted on 25-sep-2020 noted the following: section b3 date of event (B)(6) 2020 correction (B)(6) 2020. Section b5 describe event or problem on (B)(6) 2020, kci identified. Correction on (B)(6) 2020, kci identified. Section g3 date received by manufacturer (B)(6) 2020 correction (B)(6) 2020. Based on the correction, kci's assessment remains the same; during the repair process, kci found evidence that the device had a collapsed power switch dome. There is no patient involvement and there is no injury reported to kci associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur.

Event description:
On (B)(6) 2020, kci identified the activ.a.c.¿ therapy system had a collapsed power button/switch during the repair process. There is no patient or injury associated with this event.

Manufacturer narrative:
During the repair process, kci found evidence that the device had a collapsed power switch dome. There is no patient involvement and there is no injury reported to kci associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur.

Event description:
On (B)(6) 2020, kci identified the activ.a.c.¿ therapy system had a collapsed power button/switch during the repair process. There is no patient or injury associated with this event.